Event description:
A customer reported that there was a leak inside the right diluter on the lh500 instrument. There was no exposure to mucous membranes or open lesions.

Manufacturer narrative:
The fluid leak originated from diluent tubing just below the 30 psi regulator. Customer replaced the broken diluent tubing. The operator was wearing gloves, safety glasses, lab coat when replacing the tubing. The system test pressure was low and service was dispatched. A field service engineer (fse) replaced tubing in pv49 and verified instrument performance. Hardware is the root cause of this event.